Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the tip and marker band remained in the patient. The tip/marker went too far distal and there was no intervention to remove or other treatment.

Manufacturer narrative:
H3: product analysis ¿as found condition: the phenom 27 catheter was returned for analysis within a shipping box; and within a plastic bio-pouch. ¿damage location details: no flash or voids molded were observed in the hub. The catheter body was found to be flattened from ~131.5cm to ~159.3cm from proximal end. In addition, the phenom 27 distal tip appeared to be dislodged and damaged and not returned for analysis as remained in patient. Therefore, any contributing factors could not be assessed. The tubing material at the distal end exhibited with plastic deformation (jagged edges and stretching). No other anomalies were observed. ¿testing/analysis: the total length of catheter was ~159.3cm and usable length was ~152.5cm. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the customer¿s complaints were confirmed as the returned phenom 27 catheter was found to be damaged and the distal tip was separated. Possible cause includes using damage device and the vessel tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coiling aneurysm procedure, resistance was encountered in the distal section of a phenom 27 catheter while advancing it through a rist 7f guide catheter in a moderately tortuous vessel accessed via the right internal carotid artery (rica) with a diameter of 6 millimeters. The phenom 27 catheter was found to be severely bent upon removal, and the catheter tip was missing. The missing tip was located in the patient's right m4 segment. Additionally, the marker band of the catheter was dislodged and remains in the patient's right m4. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU. No surgical or medicinal intervention was required, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.